Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged battery cap, contamination under key contacts, and a dim display. This report is made based on the result of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: visual inspection of "battery cap" revealed, "stripped threads", when battery cap was installed onto the test pump there was evidence that the "yellow o-ring" was visible and not seated properly. Battery cap" unable to tighten onto battery compartment. Power loss was duplicated due to the cap detaching, the o-ring was visible but could not completely tighten due to battery compartment crack. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Pump returned with audio bolus button torn but responsive. Pump returned with torn keypad, near the ¿down¿ key and on top of the ¿up¿ key. ¿contrast¿,¿ok¿,¿down¿ and "up" keys respond. Keypad was removed to investigate,evidence of keypad contamination was located, under ¿contrast¿,¿ok¿,¿down¿ and "up" contact button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.